Event description:
It was reported that the reservoir leaked. The blood glucose reading is 73 mg/dl. The reservoir leaked when placing into reservoir compartment. Leak is past both o-rings. Customer stated that she did not rewind the insulin pump before inserting the reservoir causing the leak to occur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.